Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message when delivering at rates less that 100 ml/hr. It was also reported there was no pt injury or medical intervention.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was reproduced. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The downstream sensor and the downstream tubing guide were replaced.